Event description:
(B)(4). Had essure placed in 2012. Many ongoing issues hair loss, loss of teeth, insomnia due to pain in hips and pelvic area, swollen hands and feet, rashes, breast pain, brain fog, vertigo, extremely low hormones which result in other problems and trips to the ER.